Manufacturer narrative:
Device analysis summary: visual analysis indicates a crack is observed at the 3mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm® ultra plus xc, the luer lock broke. No injury to the patient or injector. The needle from the package was used and tightened by hand and this was the initial use of the syringe.